Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly, rewind anomaly and motor error alarm due to buttons not responding. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. Blood glucose was unknown. The insulin pump will not be returned for analysis.